Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that during exploratory surgery, the patient was explanted of his device. Around 2 weeks ago the patient's school noted a large lump behind the implanted ear. At the exploration surgery, it was reported that the patient had a large amount of granulation present and the surgeon took the decision to explant the device due to the need to remove the granulation safely and efficiently. A insertion electrode was placed in the cochlea to help prevent further granulation and the decision was made to perform further exploration surgery in the next few weeks to access the condition of the ear. There are some concerns from the clinicians over the benefit the patient was actually receiving from the device and re-implantation will be discussed later.